Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with partially broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: cracked keypad overlay at select button, battery tube threads - cracked, cracked case (battery tube), scratched case, missing o-ring (reservoir tube) and partially broken retainer. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) was noted. Unit was also received with partially broken retainer and was unable to lock a test p-cap into the reservoir compartment during testing. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in case of the pump at battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued the use of pump. Mmt-1882 was requested and customer response was the device was returned.